Event description:
The customer reported that the central nurse's station (cns) was locking up and could not print or admit and discharge patients. The customer reported they could still navigate the application, but some features would not work and no data was populating in full disclosure. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was locking up and could not print or admit and discharge patients. The customer reported they could still navigate the application, but some features would not work, and no data was populating in full disclosure. The device was sent in for evaluation. No patient harm or injury was reported. Investigation summary: nihon kohden repair center (nk rc) was unable to duplicate the reported issues or determine a definitive root cause of the reported issues, based on the evaluation of the device. However, based on the available information, it is possible that the issue was due to a user related error, or a network facility environmental or software issue, which can lead to the reported issue. Although we were unable to determine a definitive root cause of the issue, we have identified some potential causes of the issues where the cns device experienced multiple issues, (including app advisory error message issues, the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out. Potential causes of the cns device experiencing multiple issues, (including the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out) are typically due to, but are not limited to, user related setup error issues and/or software / network / connectivity / environmental / it issues, or damage to the device or its components. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) system locks up, cannot print, cannot admit or discharge. The customer reported that they can still navigate the screen but some features do not work and there will be nothing inside full disclosure. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 06/23/2021 emailed the customer via microsoft outlook for patient information and concomitant devices information: reply was received and specific patient(s) information is unavailable and the concomitant devices in use were not documented. Additional device information: concomitant medical device: the following device(s) was used in conjunction with the cns: transmitters: telemetry, model #: gz-130pa, serial #: ni, manufacturer data: ni. Bedside monitors: bsm 6000, serial #: ni, manufacture data: ni.

Event description:
The customer reported that the central nurse's station (cns) system locks up, cannot print, cannot admit or discharge. The customer reported that they can still navigate the screen but some features do not work and there will be nothing inside full disclosure. No patient harm was reported.